Manufacturer narrative:
Multiple patient involved. Implantation date unknown. This report is for an unk cage/ spacer: eit/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: heider f., quantitative clinical and x-ray analysis of stand-alone eit cervical implants enriched with autologous bone marrow, (germany). This aims to analyze the quantitative clinical and x-ray of stand-alone eit cervical implants enriched with autologous bone marrow. A total of 44 patients are enrolled in this study. Within this patient cohort of 44 patients: 29 patients are operated at 1 index-disc, 14 patients are operated at 2 index-discs and 1 patient is operated in 3 index-discs. 40 (3 months) respective 39 (12 months) patients were available for follow-up. The following complications were reported as follows: the fusion rate with a set point of <4° resulted in a fusion rate of 93.2% only in the eit group after 3 months and 99.7% after 12 months. Lowering the threshold to<2° rotation lowered the fusion rate to 55.3% only in the eit group and 79.2% after 12 months. Subsidence of the eit implants: after 3 months is 1,13 mm in 40 patients and 1, 24 mm after 12 months in 39 patients. This report is for an unknown depuy spine emerging implant technologies (eit). This is report 1 of 2 for (B)(4).